Event description:
It was reported that the pt underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2006 and pelvic floor repair mesh and an obturator sling were implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair, tension free vaginal tape/obturator.

Manufacturer narrative:
There are two possible devices involved in the event as follows: prolift pelvic floor repair: product code pfrt01, batch 1358098, exp date 09/30/2006, mfg date 11/29/2005; tension free vaginal tape/obturator: product code 810081, batch 1361107, exp date 10/31/2006, mfg date ni. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
Additional information: it was reported that the patient underwent an excision of the suburethral mesh sling on (B)(6)2009, and had a mesh removal surgery on (B)(6)2009.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent revision of vaginal graft on (B)(6) 2006 due to cicatrix of vagina with retraction. It was also reported that the patient underwent examination under anesthesia, urethral dilation and calibration, cystoscopy, and removal of foreign body on (B)(6) 2008 due to recurrent uti, dyspareunia, and vaginal pain. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent revision of vaginal graft on (B)(6) 2006 due to cicatrix of vagina with retraction. It was also reported that the patient underwent examination under anesthesia, urethral dilation and calibration, cystoscopy, and removal of foreign body on (B)(6) 2008 due to recurrent uti, dyspareunia, and vaginal pain. No additional information was provided. (B)(4). Follow-up 02 was initially submitted via paper medwatch and mailed to the FDA via certified usps on 09/21/2015. This information is being resubmitted emdr as it is unknown if the information reached the FDA database. The initial medwatch and supplemental medwatch reports were sent to the FDA via usps. This supplemental medwatch report is being submitted electronically.